Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. The information included in e1 was inadvertently omitted from the initial medwatch report. Please see updates to e1, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the purple image occurred due to a defective cable unit or a defective charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using a video telescope ¿endoeye hd ii¿, 10 mm, 30°, autoclavable, the image flickered. The event occurred during reprocessing. The diagnostic procedure (laparoscopy) was completed with a similar device. There was no procedural delay, or no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the image was purple. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (flickering image) was not confirmed. In addition to the purple image, additional evaluation findings were as follows: there were interferences with the image, there was a watermark in the image, the rear light guide bundles were damaged, the video cable and light guide tube were scratched, and there were dents on the outer tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.